Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a lithoclast ultrasound probe was used for a procedure (exact procedure unknown). According to the complainant, the probe broke. It is not known whether the procedure was completed or not. Although attempts for additional follow up have been made, there is no further information regarding this event.